Event description:
The customer reported that the cardiohelp device could not read the venous pressure even though it was connected to a hls set advanced tubing set. "Part, pint and t-art" readings were reported to be working satisfactorily. The chief of perfusion stated the death of the pt was not related to the venous pressure sensor. (B)(4). Reference MFR # 8010762-2013-00130.